Event description:
Un-reporting lymphadenopathy and silicone migration per (B)(4).

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b3, b5, d6a.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, migration and rupture.

Event description:
Healthcare professional reported "rupture", "multiple ganglion nodes in armpit" and "intraganglionic silicone (silicone ganglia) larger than 12mm" diagnosed via ultrasound. This record is for the right side. Device remains implanted.